Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(6). Literature: han, k., lee, d., & bang, j. (2017). Do cerclage cables delay the time to bone union in patients with an unstable humeral shaft fracture treated with intramedullary nails? Yonsei medical journal, 58(4), 837. Doi:10.3349/ymj.2017.58.4.837. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. - (B)(4). Not returned to manufacturer.

Event description:
It was reported in the journal that two patients experienced delayed union following treatment for humeral shaft fracture. No further information has been made available at this time.